Event description:
The customer contacted physio-control to report that during a patient event their device powered off by itself. After successfully defibrillating a patient they observed that the energy level of the batteries showed full capacity on the display. A minute later they noticed that the energy level of the batteries showed as depleted on the display and the device powered off. Another device was on the scene and was immediately used. After the patient event the batteries were replaced with new batteries, but that did not resolve the issue. With the new batteries installed the device would power off seconds after being powered on. It was reported that the patient did survive. However, no further details about the patient event or the patient were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be loose battery connector pins. After tightening the connector pins, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.